Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system was positioned at the laa and a 24mm watchman flx pro closure device and delivery system were advanced. The watchman flx pro closure device was deployed, and release criteria were being assessed when st segment elevations occurred. The patient remained stable, and no intervention was performed. After approximately three minutes, the st segment elevation self-resolved. The procedure proceeded with successful implant of the 24mm watchman flx pro closure device.